Event description:
It was reported that the patient had an infection at the pocket site. Additional information was received that the patient underwent a full system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility. Additional information was received that the symptoms of infection were red and swollen pocket site. The patient was placed on antibiotics and was doing good postoperatively.

Event description:
It was reported that the patient had an infection at the pocket site. Additional information was received that the patient underwent a full system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7073794.

Event description:
It was reported that the patient had an infection at the ipg pocket site.